Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump became frozen on a low battery power alert, and the customer was unable to clear it. During troubleshooting with tandem technical support the alert was able to be cleared. Customer's blood glucose levels were not impacted.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen became unresponsive during low power alert. Troubleshooting with tandem technical support was performed and customer resumed all insulin delivery after performing button alarm. Customer's blood glucose levels were not impacted.